Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in the inferior pulmonary vein in an open thoracostomy, the device did not fire. To resolve the issue, a new device was used. There was no patient injury.